Event description:
Additional information received reported that the patient was asked to keep a log of the events with regards to the ins turning off. A follow up appointment with the manufacturer's representative and the patient's physician was to be scheduled to look into the issue. Six days later additional information was received that reported the patient experienced an increase in their pain in the left leg due to the ins device turning off. It was noted that the patient usually used groups g and j with programs 1, 2, and 3 on each which provided adequate therapy for the patient. The patient had an appointment on (B)(6) 2013 to meet with the manufacturer's representative and physician to address their device concerns. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's system "turned off for no reason." When the device was checked with the patient programmer, it indicated that the implantable neurostimulator (ins) was off (no lightning bolt). The device could however be turned back on with the programmer. There had been no por or "call your doctor" message displayed previously. The ins was checked with the physician programmer but there was no error message. The reporter indicated that this had happened "multiple times." It was noted that the patient was going to keep a diary and an appointment had been scheduled for the following month.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was an electrode impedance issue. It was noted some electrodes were out of range. A reprogramming was done on (B)(6) 2013. The patient had increased 'lb' and leg pain due to insufficient relief. No hospitalization was required. Patient outcome was noted as no injury. The patient was to follow up with "ortho." Follow up information received 7 days later reported that the patient was seen a week earlier by a manufacturer's representative. Impedances and stimulation were normal at the time of visit. It was noted the 'device shutting off' may have been due to positional changes in stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).